Event description:
Customer reported a leak at the connection of the maxplus valve (mp1000-c) and the hospira microbore extension set (11402-18). No harm to pt or medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). The device has been received, but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.